Event description:
It was reported during a revision procedure on the ipg, (reference MFR report#: 1627487-2014-24333) intra-operative testing revealed high impedance readings on all lead contacts. As a result, the physician removed and replaced the patient's lead. The procedure was extended by 10-15 minutes. The patient reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.